Event description:
Hospital advised that the pump and module were set up to infuse dobutamine using this disposable set, at a rate of 2.5ml/hr. The user placed the set in the pump, closed the door and started the infusion. She was describing the set up to the patient, when she observed that the drips appeared to be very fast, and at the same time the patient indicated that was not feeling right. She stopped the infusion, and set it up on another device. There was no patient consequence.